Event description:
It was reported that the wake button is still extremely difficult to press and/or requires multiple presses to turn on pump screen. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to attempt to turn on pump using button presses, agreed to place pump into storage mode before return, and planned to continue using current pump until replacement arrived.